Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the procedure. The patient procedure was completed as planned. It was reported to philips that the system is unable to perform c arm movements. Upon troubleshooting, the philips remote service engineer (rse) checked with the system logfile remotely and found beam z rotation I/speed zero test failed, post clea ext2 failed and requested onsite support. The philips field service engineer (fse) checked the system onsite and found clea extension board was causing issues on site. To resolve the issue, fse ordered and installed new extension board and rebooted the system. The defective part was sent for analysis, for clea extension board fluid traces were found, and the failure analysis was unable to conduct. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed as planned by using the same system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.